Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported: inratio=error 114, 6.6, 6.1, lab=4.3. A new strip lot was sent to the pt for further comparison. The following results were reported: inratio (new lot)=2.4, inratio (old lot)=2.3, lab=2.4. Pt prefers to perform additional comparison testing. Further follow up to be performed.